Event description:
It was identified post op that the pt had two screws at the bottom level of a four level plate that had broke. The plate system was removed along with the loose portions of the broken screws.

Manufacturer narrative:
In 2008: it was identified that a pt had two screws broken on a four level cervical plate construct. This was discovered post op. Pt had gone on to fusion. Cervical plate construct was taken out. The same day: pioneer sent request to the sales rep for more info and films. Further info is promised. The following month: pioneer called sales rep and requests more info and films. Implants have been retained by the hospital. Further info is promised. No info given. Five days later: message left with sales rep. Asking for films and more info. The following day: MDR 1833824-2008-00002 filed with FDA.